Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for achalasia in the preventriculus during a contraction of preventriculus procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed due to bands extrusion and the third band could not be deployed due to outward extrusion. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the preventriculus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1973. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1973. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without its adapter ring and without bands attached. The ligaor housing teeth were in good condition, and the handle had marks of the trip wire indicating that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had no adapter ring and had no bands attached to it. It is possible that the reported problem could have been due to the physician's technique during the procedural, due to the anatomical conditions or was related to a device malfunction. Based on the information provided by the customer and the product analysis, there is not enough evidence to determine the cause of the reported damage as the ligator housing was returned without its adapter ring and without bands attached to it; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the proventriculus and the iuf states, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for achalasia in the proventriculus during a contraction of proventriculus procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed due to bands extrusion and the third band could not be deployed due to outward extrusion. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the proventriculus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.